Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The procedure was completed successfully; the final mr was reduced to grade 1. While attempting to remove the steerable guide catheter (sgc) from the stabilizer it was not possible. The sgc was fully removed from the patient while attached to the stabilizer. Then troubleshooting was preformed, after significant force was applied the sgc was able to be removed from the stabilizer. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove the sgc guide attach from the stabilizer may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.